Manufacturer narrative:
Aware date, corrected data: follow up report #1 inadvertently listed 1/2/2018 as the aware date as this was the date correction information was received. Correct aware date for supplemental report #1 should have been 1/19/2018. Follow up type, corrected data: follow up report #1 inadvertently was reported as a supplemental for additional information when it was a supplemental for a correction on the initial for describe event or problem. Additional manufacturer narrative and/or corrected data, corrected data: follow up report #1 inadvertently did not list corrected date. Describe event, corrected data: initial MDR inadvertently omitted information known prior to submission.

Event description:
High impedance (>10,000 ohms) and lead fracture was seen during a battery replacement. The fractured lead was removed and was found to have originally been placed on the ansa cervicalis instead of the vagus nerve. A new lead was placed on the vagus nerve. No device has been received by the manufacturer for product analysis to date. No additional relevant information has been received to date.

Event description:
Per an update from the company representative, the explanted devices will not be returned for evaluation.